Event description:
It was reported that a patient underwent a port insertion procedure on an unknown date and suture was used. The patient returned to the outpatient oncology center with an open area at the insertion port site approximately one week after port insertion. The wound was also red and irritated. The patient may have had drainage from the wound site and may have required medical intervention including additional medications and additional physician office visits. The medical staff opines that the cause of the event was sutures that did not dissolve.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly